Event description:
In the ER, a nitroglycerin drip was set up on a pt at 3ml/hr. The nurse left the room and came back about 10 minutes later. The pt's blood pressure had significantly dropped and they were seizing. It was noted that approximately 100ml of the nitroglycerin had gone in in the 10 minutes. Drip was turned off. Fluids running. The half life of nitro is very short, so no medical intervention was provided. No lasting pt consequence. Investigation showed that the administration set had evidence of a misload (damage and crush marks) on the lower ring of the upper fitment. The device tested within specifications. Overinfusion most likely caused by improper set loading by the user.